Event description:
It was reported that the patient underwent implantation of three pillar polyehtylene terephthalate implants (braided polyester filaments) into the soft palate for the treatment of snoring and mild obstructive sleep apnea. The patient's snoring showed minimal improvement after the procedure. One of the three implants fully extruded through the patient's mucosa about 6 weeks after the procedure; the patient was at home at the time of the event. No further details were provided.

Manufacturer narrative:
No medwatch form was received from the user facility, therefore, information on the medwatch form 3500a was completed by medtronic with information received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made. (B)(4). The device manufacturing date cannot be determined without additional device information. The device was not returned. Neither applicable imaging films nor medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. The pillar system is intended for use in stiffening the soft palate tissue, which may reduce the severity of snoring in some individuals, and for the reduction of the incidence of airway obstructions in patients suffering from mild to moderate obstructive sleep apnea (osa). Use of the system involves potential risks normally associated with the use of any implanted device, including, but not limited to, erosion of implant, implant migration and partial / full extrusion of the implant.